Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) it was reported that during a procedure, the customer had the catheter detection issue after two hours of procedure. They changed the catheter and the case was completed without any patient consequence. Upon receipt, the catheter was visually inspected and it was found that ring 10 was damaged and had some white particle underneath. This condition was not originally reported on the complaint. A ft-ir test was performed to in order to identify the type of foreign material, the results demonstrated that the particle is a styrene ¿ polymer (abs) based material. It is unknown how the ring was damaged and the origin of the foreign material. In addition, a corrective action has been opened to address and resolve this issue. Due to the ring damage condition, the catheter ods were measured and the device was within specifications then per the reported event, the catheter was tested on eeprom and calibration test and the catheter passed eeprom test but failed calibration test. The catheter was then dissected and it was determined that the root cause was an internal intermittency of the sensor the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage rings from leaving the facility. The reported customer complaint has been verified.

Event description:
It was reported that during a procedure, the customer had the catheter detection issue after two hours of procedure. They changed the catheter and the case was completed without any patient consequence. Upon receiving the product in biosense webster lab on may 13th 2014, it was noticed that ring #10 is lifted with white material underneath, making this event reportable. Investigation is still in progress. A supplemental report on device evaluation will be submitted.